Event description:
It was reported the customer had insulin squirting out from their insulin pump while attempting to prime their infusion set. Customer stated they attempted to prime their tubing and a compromised force sensor system alarm occurred. The customer also stated a motor error alarm occurred while attempting to bolus. Customer's blood glucose was over 200 mg/dl. The customer stated they did not drop their insulin pump. Customer was also unable to complete the rewind sequence on their insulin pump. It was also found the customer's drive sport cap was damaged. Customer was unable to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.